Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The device had previously been programmed to ddir mode so there were no consequences to the patient. The physician elected not to take any action this time.